Event description:
It was reported that the abg syringe exploded while capping syringe. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: day is unknown, month and year are known. No device was received for investigation. Therefore, we are unable to determine the reported complaint. If we receive the device, we will reopen the investigation for further evaluations. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.